Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the event occurred intra-operatively. There were no known adverse effects to the patient. The devices were removed easily without additional intervention and the procedure was completed successfully.

Event description:
It was reported that 2 of the 5 zip fix did not lock into place. Two were removed and one was saved. No other information reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.